Event description:
Patient was revised due to dislocation. There was no reported loosening. There was no reported surgical delay. Doi: unknown. Dor: (B)(6) 2022. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4).